Event description:
Boston scientific received information that during a routine clinical follow-up assessment, an anomaly in brady pacing was observed during stored atr episodes. The clinician observed that in some episodes, the device delivered only right ventricular (rv) pacing, then had a 2 second pause, which evoked an atr mode switch with biv pacing. While other times, the initial pacing was observed as only left ventricular (lv) with pause of 1.5 seconds. The patient was reported as pacer dependent; however, had no symptoms during the pacing pauses. A technical reply was requested.

Manufacturer narrative:
Data technical review confirmed stable impedance values over the past 12 months. The arrhythmia logbook was then reviewed. A non-sustained episode approximately six months prior was confirmed, showing oversensed noise with pacing pauses. The most recent episodes showed periods of capture loss; however, this was noted to be on the same date as in-clinical diagnostic testing. Technical services concluded that the stored episodes had been during periods of in-office interrogation, in which the patients underlying on-going atrial tachycardia had been interrupted then re-triggered a new episode during the diagnostic testing period. It was requested the field representative confirm both in office dates. To date, no further information or additional complications have been reported.